Event description:
The blood glucose monitoring device test strip lot number was smeared on two of the test drum containers. Reporter stated the drum was spinning and when trying to determine why and took it out of device, noticed the lot numbers were not available. No other info was provided on the alleged event. A request was made for the return of the suspect product and replacement product was sent.